Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specifications.

Event description:
In 2005, the pt was treated for an aneurysm in the descending thoracic aorta, as well as a pseudoaneurysm rupture of the mid-descending thoracic aorta. A gore tag thoracic endoprosthesis was placed with no complications, and he left the or in stable condition. In 2008, the pt underwent another procedure to address a proximal type I endoleak. The endoleak was resolved with placement of another gore device; however, he also had osteomyelitis at t10, and the stent-grafts later became infected. Approx two months later, the stent-grafts were explanted due to the infection, and a bifurcated surgical graft was placed as a bypass from the thoracic aorta to the common iliac arteries. The pt emerged from the surgery in stable condition. No further complications have been reported.